Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2009 the patient presented with back pain and lower extremity radicular pain, left > than right. The patient presented with the preoperative diagnosis of l4-l5 stenosis with grade 1 spondylolisthesis and underwent surgery which consisted of a l4-l5 compression bilaterally with bilateral far lateral approach, complete facetectomy, interpedicular decompression, and exposure of the existing l4 and traversing l5 nerve roots bilaterally; l4-l5 arthrodesis; placement of a 14 x22 ,mm peek interbody graft with bmp and autologous bone place centrally; placement of medtronic legacy pedicle screws from l4 to l5 using at l4 (one 6.5 x40 mm screw, on the left, one 6.5x45mm screw on the right, at l5 on the left one 6.5 x35 mm screw, on the right one 6.5 x 40 mm screw, use of connecting peek rods size 4 cm); and posterolateral fusion with bmp, autologous bone, and osterofill from l4 to l5. Per the operative report ¿¿a 14 x 22 peek interbody graft was placed with bmp and autologous bone placed centrally. Following that, t he 4 cm connecting rods were secured in place¿decortication of the lateral facet joint and transverse processes were performed. Bmp and autologous bone were placed out laterally¿.¿ no complications were reported. On (B)(6) 2011 the patient was discharged from hospital. From (B)(6) 2011 to (B)(6) 2014 the patient participated in therapy with a physiologist for anger, anxiety, stress, frustration, occasional depression, and occasional suicidal ideation. On (B)(6) 2011 the patient complained of back pain. On (B)(6) 2011 the patient reported some hip pain. On (B)(6) 2011 the patient presented with anxiety concerning hurting their back, chest pain, shakes, decreased appetite, and increased cigarette use. On (B)(6) 2011 the patient reported sleep disturbances and stopped taking wellbuterin. The patient also reported that their back was swollen. On (B)(6) 2011 the patient reported sleeping better and that their back was still ¿puffy¿ but not as bothersome as the week prior. On (B)(6) 2012 the patient presented with a rash. On (B)(6) 2012 the patient reported pain in shoulder, wrists, stress, depression, and anxiety. On (B)(6) 2012 the patient reported difficulty sleeping, body pain, nausea, and stress. The patient admitted to running out of anti-anxiety medicine two weeks prior and that might be the source of the symptoms. On (B)(6) 2012 the patient reported an increase in migraine frequency, disturbing dreams, and increased back pain due to increased activity. The patient felt that their new muscle medication might be the cause of sleep disturbances. On (B)(6) 2012 the patient reported having fallen on their hip the day before. On (B)(6) 2012 the patient reported they had calcification in their arthritis in back and expressed fear and concern about potential surgery. On (B)(6) 2013 the patient reported having digestive problems. On (B)(6) 2013 the patient presented with anxiety and as having suicidal ideation. The patient was very agitated that they might be jailed for up to 60 days. The patient expressed that they could not do so due to back issues and the need for medications. The patient expressed that they would commit suicide if sentenced to jail time. On (B)(6) 2013 the patient presented for a treatment plan for the diagnosis of ptsd and adjustment disorder. On (B)(6) 2013 the patient presented with anger and increasing back pain. On (B)(6) 2014 the patient presented with minor depression, anger, and stress. The patient reported they had slipped on ice and hurt back and hip. On (B)(6) 2014 in a letter from the psychologist, it stated that the patient had completed their anger management course. Per the letter, the patient was a low risk to re-offend with violence.

Event description:
On (B)(6) 2011 the patient presented with rash, joint pain, and pain in back, shoulders, and hands. The patient reported that when their shoulder hurt they also had tingling in the 3-5 digits on right hand. Hydrocodone was discontinued and the patient was prescribed cyclobenzaprine and vicodin. On (B)(6) 2011 the patient underwent lyme, rf, and ana labs which were normal. On (B)(6) 2011 the patient presented with upper and lower back pain. On (B)(6) 2011 the patient presented with worsening depression, ptsd, rash and inflammation. The patient was prescribed wellbutrin. On (B)(6) 2011 the patient presented with low back pain. The patient reported that they had been wearing their back brace as their low back felt swollen lumpy. The patient also reported tender lymph nodes, occasional tight toe numbness and the left arm and lateral cervical area getting &#62729;tight. There was a small mass found posterior to the sternoleidomastoid region. On (B)(6) 2011 the patient presented for a physical and pap. The patient complained of migraines 3-4 a week and stress. The pap which showed no evidence of intraepithelial lesion. On (B)(6) 2011 the patient presented with back and neck pain, tension, and migraines. The patient reported improved neck rom. On (B)(6) 2011 the patient presented with swollen lymph nodes, and folliculitis. The patient underwent labs which showed moderate to high cholesterol. On (B)(6) 2011 the patient was discharged from physical therapy for failure to follow through. On (B)(6) 2011 the patient presented with ptsd, depression, increased anxiety, and insomnia. On (B)(6) 2011 the patient presented with neurodermatitis with secondary cellulitis, difficulty sleeping and ptsd. The patient reported a worsening rash on the back of their head and buttocks. The patient reported having gone to the ER and receiving antibiotics but did not think they were strong enough. The patient also reported very vivid dreams and worsening pstd from trazadone. Trazadone was dc&#61728;and the patient was prescribed augmentin and xanax. On (B)(6) 2012 the patient presented with ptsd, improving insomnia, minor depression, improving anxiety, and neurodermatitis. On (B)(6) 2012 the patient presented with improved stiffness and pain and neurodermititis. On (B)(6) 2012 the patient reported difficulty sleeping, body pain, nausea, and stress. The patient admitted to running out of anti-anxiety medicine two weeks prior and that that might be the source of the symptoms. The patient also presented with arthralgia and dermatitis. The patient underwent abc, esr, and lyme labs. The patient was prescribed zyrtec, magnesium oxide, and hydrocortisone. On (B)(6) 2012 the patient presented with couch and laryngitis which started the previous week with fever, fatigue, chills, shortness of breath, and headaches. Impression: acute bronchitis. The patient was prescribed ciprofloxacin and prednisone. On (B)(6) 2012 the patient presented for a follow-up on medication. Gabapentin had been dc&#61728;as the patient complained of bad dreams, increased ptsd, and stuttering while on it. On (B)(6) 2012 the patient presented with chronic back pain, muscle spasms, dermatitis, and ptsd. The patient was prescribed valium. On (B)(6) 2012 the patient presented with chest pain, stress, ptsd, and minor depression. The patient reported that they had had chest pain off and on over several years. The pain was described as sharp and on the left side. The patient the patient underwent an EKG. Results: normal. The patient also underwent a dimer test for pe/dvt which was negative; and a tropon test for cardiac status which was negative; and abc, bmp, and lipids labs. On (B)(6) 2012 the patient complained of fatigue, weakness malaise cramping in the abdomen, headaches, numbness in extremities, chronic inflammation, and recurrent dermatitis on right the patient reported that tramadol and toradol were not helpful and tylenol #3 was making them nauseated. On (B)(6) 2012, in a phone note, the patient was notified that labs were normal. On (B)(6) 2012 the patient presented with arthralgia with worsening pain from the buttocks down to the knees on both sides. There was an improvement in the rash down right lower leg with the use of triamcinolone. The patient reported they had been told they had fibromyalgia and psoriatic arthritis. On (B)(6) 2012 the patient presented with worsening low back pain radiating into the knees; buttock pain; and minor depression. The patient underwent lumbar spine radiographs which demonstrated grade 1 anterolisthesis of l5 on l6 with pedicle screw fixation and multilevel degenerative change. On (B)(6) 2012 the patient presented with depression and right hip pain. There was also pain on the lateral aspect of the leg radiating into the knee. The patient reported having fallen the week prior. Impression: thoracic bursitis, arthralgia, and dermatitis. The patient received an injection in the trochanteric bursa. On (B)(6) 2012 the patient presented with anxiety, depression, and pstd. The patient was concerned that their medications were making them feel &#62421;out of it.&#63503;on (B)(6) 2012 the patient presented with back pain, difficulty concentrating, agitation, worsening depression and stress. The patient wondered if they had bipolar disorder. On (B)(6) 2012 the patient presented with low back and leg pain with occasional numbness and tingling. The patient reported some improvement in mood. The patient also reported a recent flair in sciatica pain and had been given diazepam and ketorolac which they stated helped significantly. On (B)(6) 2012 the patient presented with elevated blood pressure. The patient reported feeling &#61845;funny&#63508;the day before and having a headache. On review it was noted that the patient&#62688;blood pressure had been slowly rising over the past two years. The patient was started on hydrochlorothiazide (hctz). On (B)(6) 2013 the patient presented with improved mood and less anxiety. The patient underwent labs monitoring hypertension and blood pressure. On (B)(6) 2013 the patient presented with anxiety attacks. The patient complained of fatigue, weakness, and sleep disorder. On (B)(6) 2013 the patient presented with left ear and neck pain. Possible filtering pattern secondary to unroofed psoriatic plaque. On (B)(6) 2013 the patient presented with major depression, anxiety, and swollen thumb. The patient reported having fallen and injuring their thumb. The patient underwent labs (lipids, bmp). On (B)(6) 2013 the patient presented with depression and chronic pain. The patient reported an improvement in anxiety and irritability. It was noted that the patient had hypokalemia. On (B)(6) 2014 the patient presented with difficulty sleeping, low back pain with occasional radiation down right leg, and periodic tingling and numbness. On (B)(6) 2013 the patient presented with neck pain with hand numbness and headache. Cervical spine radiographs were taken which showed multilevel degenerative changes of greatest severity at c5-6 and c6-7 and diminished cervical lordosis. It was noted that the c7 vertebrae were partially obscured by overlying soft tissues on the lateral view. On (B)(6) 2013 the patient presented for a complete physical with pap smear and underwent testing for std testing. On (B)(6) 2013, per a letter to the patient, a previous pap smear and hpv were negative. On (B)(6) 2013 the patient presented with a laceration on the left thumb and received stiches. On (B)(6) 2013 the patient presented for suture removal after the healing of a laceration on left thumb. On (B)(6) 2013 the patient presented with major depression, anxiety, and insomnia. On (B)(6) 2013 the patient presented with minor depression, shoulder pain, lower back pain, arthritic changes in hands; numbness and tingling in right hand; difficulty sleeping; and weakness secondary to pain. The patient was utilizing a cane and braces more. The patient received a toradol shot for back pain. On (B)(6) 2013 the patient presented with long standing and intensifying right shoulder pain. X-rays of the right shoulder were tak en which showed right glenohumeral osteoarthritis. On (B)(6) 2013 the patient presented with depression, facial rash, anxiety, and migraines and for a f/u on mirtazapine use. The patient reported that the mirtazapine was working well and they were able to sleep through the night. The patient was prescribed sumatriptan for the migraines. The patient was prescribed triamcinolone acetonide topical cream for rash. On (B)(6) 2013 the patient presented with shoulder pain and received a right shoulder steroid injection. No patient complications were noted. It was reported in the encounter notes that the patient had undergone x-rays previously which demonstrated shoulder osteoarthritis (oa). On (B)(6) 2013 the patient presented with extreme right hip (onset that morning). It was noted that the patient was &#62853;very much somatiform. On (B)(6) 2014 the patient presented back and hip pain; bilateral hand numbness and tingling; irregular pulse; anxiety, insomnia; depression. The patient reported increasing their dosage of mirtazapine on their own two weeks prior to help with sleep. The doctor adjusted this down again and prescribed ambien. The doctor did not recommend narcotics at this time. On (B)(6) 2014 the patient presented with back pain and pain down legs. The patient reported having fallen on the ice the day before. The patient requested vicodin for &#62101;just a short time. The patient was given a onetime script. On (B)(6) 2014 the patient presented with major depression; rash on face (possible rosacea -the patient was started on minocycline); constant sharp back pain; and bilateral hip pain. The patient underwent a drug screen. The patient reported that it would show positive for a narcotic reportedly received in ER and thc from smoking at a party. On (B)(6) 2014 the patient underwent lab tests which included but were not limited to, a urine drug screen, blood count, and crp. Blood count was normal; crp was mildly elevated; and urine drug screen as expected. The patient expressed frustration that they could not seem to get relief from the pain and also the limitations this put on being able to participate in daily activities such as lifting or vacuuming.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.